Event description:
During a procedure the surgeon experienced a vision synchronization issue with the right eye of the camera. It was noted by the isi sales rep present that both the right and left cameras were not properly set at the front panel before the case had started. The sales rep properly adjusted the cameras before the case started. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the surgery.